Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 300's mg/dl. The customer alleged that the pump was not delivering insulin properly after troubleshooting with healthcare provider and diabetes educator. Reportedly, the customer reverted to an alternate form of insulin therapy.